Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coupler nut was loose a root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction and loose coupler nut was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a loose camera head for an olympus camera head. There was no patient injury reported.